Event description:
It was reported impedances were out of range. It was noted impedances read greater than 20,000 ohms. During an implant the lead was connected to the implantable neurostimulator (ins). Impedances were ran and they were greater than 4,000 on 6,7,8. Health care professional removed the lead and cleaned it off and reinserted. It was noted there was the same problem with contacts 6,7,8. The snap lid was tested and the same problem occurred with contacts 6,7,8. The doctor replaced the lead and everything worked fine. Patient was doing well. No further information was reported.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), product type lead.